Event description:
A nurse reported that during the cataract surgery with intraocular lens implant (iol) procedure, cartridge cracked at tip during lens implantation.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).